Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "cellulitis fever" and "red and swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "adverse reactions: clinical trials experience: because clinical trials are conducted under widely varying conditions, the adverse reaction rates observed in the clinical trials of a drug cannot be directly compared to rates in the clinical trials of another drug and may not reflect the rates observed in practice. In two double-blind, placebo-controlled clinical trials 513 subjects were treated with kybella and 506 subjects were treated with placebo. The population was 19-65 years old, 85% were women, 87% caucasian, 8% african american. At baseline the population had a mean bmi of 29 kg/m2, moderate to severe submental convexity (graded as 2 or 3 on a 0 to 4 scale) and without excessive skin laxity. Subjects received up to 6 treatments at least 1 month apart and were followed for up to 6 months after the last received treatment. The most commonly reported adverse reactions are listed below (table 1). Per table 1: adverse reactions (n = 513) that occurred in = 2% kybella treated subjects and at greater incidence than placebo include edema/swelling, hematoma/bruising, pain, numbness, erythema, induration, paresthesia, nodule, pruritus, skin tightness, site warmth, nerve injury, headache, oropharyngeal pain, hypertension, nausea, and dysphagia. Other adverse reactions associated with the use of kybella include: injection site hemorrhage, injection site discoloration, pre-syncope/syncope, lymphadenopathy, injection site urticaria and neck pain. Adverse reactions that lasted more than 30 days and occurred in more than 10% of subjects were injection site numbness (42%), injection site edema/swelling (20%), injection site pain (16%), and injection site induration (13%)."

Event description:
Healthcare professional reported that an unspecified time after injection with kybella®, the "patient has cellulitis fever," and was "admitted to hospital." It is unspecified if the kybella® skin grid was used. It is unspecified if treatment was provided. Healthcare professional provided clarification of the event, reporting that six days after injection in an unspecified area with kybella®, the patient stated that they were red and swollen. Patient was sent to an unspecified lab station for blood work. Patient's white blood count was up to 17.1, which is significantly elevated according to the healthcare professional. Healthcare professional stated "after, we sent the patient to the hospital for intravenous antibiotics." The hospital did administer the patient antibiotics. Healthcare professional stated that "the patient is still ill." Healthcare professional also reported that the patient's "white blood count has come down, but the patient is still in the hospital and not ready to be discharged." It was confirmed the kybella® skin grid was used. Patient is allergic to anectine and pseudoephedrine. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). The eventa of pyoderma gangrenosum, sepsis, renal failure, very aggressive bacterial infection leading to have cellulitis and spread tissue necrosis resulting in sepsis, and pseudomonas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Allergan representative provided clarification of the event, reporting that the patient experienced pyoderma gangrenosum, sepsis, and renal failure following the administration of kybella for submental fat. A CT scan revealed no abscess. Patient became septic with development of renal failure and was on dialysis. Patient was thought to have a very aggressive bacterial infection leading to have cellulitis and spread tissue necrosis resulting in sepsis. Patient underwent two operations to remove necrotic skin from their neck with wound debridement. Further test indicated positive for pseudomonas. Patient has improved following treatment. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the DHR or batch record review consisted work instructions that include a bill of materials and the identification of forms (hardcopy and electronic) to be completed during the manufacturing process. A review of the bill of materials indicated that all specified materials were used in manufacturing. All materials were within their stated shelf life. A review of all production activities records from the printing, die cutting and packaging activities were accurate and completed as specified. Electronic and hardcopy inspection records for dimensional part measurements were reviewed and determined to be complete and accurate and within specified tolerances and qualitative acceptance criteria. Functional test results of the ink dot transfer test were also found to be accurate and complete.

Event description:
Healthcare professional reported that an unspecified time after injection with kybella®, the ¿patient has cellulitis fever,¿ and was ¿admitted to hospital.¿ it is unspecified if the kybella® skin grid was used. It is unspecified if treatment was provided. Healthcare professional provided clarification of the event, reporting that six days after injection in an unspecified area with kybella®, the patient stated that they were red and swollen. Patient was sent to an unspecified lab station for blood work. Patient¿s white blood count was up to 17.1, which is significantly elevated according to the healthcare professional. Healthcare professional stated ¿after, we sent the patient to the hospital for intravenous antibiotics.¿ the hospital did administer the patient antibiotics. Healthcare professional stated that ¿the patient is still ill.¿ healthcare professional also reported that the patient¿s ¿white blood count has come down, but the patient is still in the hospital and not ready to be discharged.¿ it was confirmed the kybella® skin grid was used. Patient is allergic to anectine and pseudoephedrine. Symptoms are ongoing. Allergan representative provided clarification of the event, reporting that the patient experienced pyoderma gangrenosum, sepsis, and renal failure following the administration of kybella® for submental fat. A CT scan revealed no abscess. Patient became septic with development of renal failure and was on dialysis. Patient was thought to have a very aggressive bacterial infection leading to have cellulitis and spread tissue necrosis resulting in sepsis. Patient underwent two operations to remove necrotic skin from their neck with wound debridement. Further test indicated positive for pseudomonas. Patient has improved following treatment. Symptoms are ongoing.

Manufacturer narrative:
Article citation: "pyoderma gangrenosum presenting as an ulcerative wound following injection of kybella (deoxycholic acid)" by richard o. Davila, shumon I. Dhar, mark f. Marzouk, ramsay s. Farah, amar c. Suryadevara, suny upstate medical university concomitant therapies: seroquel, proair hfa, and fem acetic acid. Clarification to: upon further review of all of the information received for this event, it was discovered that additional information received from the healthcare professional, provided was available on 08/31/2016 but was not provided at the time it was known. All other follow-up information contained in this report corresponds to 07/20/2017. The events of possible allergic reaction, autoimmune process, and anemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. (B)(4).

Event description:
Additional information provided by reporting physician: the submental area was cleaned with alcohol prior to injection with 6ml of kybella®. The ¿area landmarks were marked, the grid was applied with water and gauze and the dots were counted.¿ ice was applied after treatment ¿for swelling and pain.¿ hospital staff did not believe the patient's subsequent infection was bacterial in nature and believed the patient may have had a possible allergic reaction to the kybella®. Physician stated they believe patient is having an inflammatory response ¿triggered by some sort of autoimmune process¿. A dermatopathologist diagnosed patient with pyoderma gangrenosum, an auto immune skin disease. Reviewed the article ¿pyoderma gangrenosum presenting as an ulcerative wound following injection of kybella (deoxycholic acid)¿ in which the authors describe: four days after injection with kybella® patient developed tenderness, swelling, and erythema at the injection site. Patient was prescribed augmentin, but returned to the emergency department 3 days later with worsened symptoms. CT scan of neck revealed ¿fat stranding and edema within the submental compartment¿ but no evidence of abscess. Patient was admitted to the hospital and placed on broad spectrum antibiotics. Patient¿s wound began demonstrating skin blanching and central ulceration. Patient was taken to the operating room for debridement and washout. In the operating room there was extensive non-viable tissue and subcutaneous purulence but no abscess. Cultures were sent which were (B)(6) for pseudomonas species. At this time patient also had ¿vancomycin-induced renal failure.¿ in the next few days the wound expanded in spite of (B)(6) pressure wound therapy, subsequent debridements, and hyperbaric oxygen therapy. Patient¿s condition deteriorated with expanding ulceration and necrosis of surrounding tissues with concurrent hemodynamic instability and respiratory failure requiring ventilator and pressure support. Patient did not improve on antibiotics or with debridements. New satellite ulcerative lesions began to develop along the patient¿s chest. Biopsies were taken from both sites which revealed ¿histological characteristics of dense neutrophilic infiltrate within the dermis, endothelial swelling but without evidence of vasculitis, consistent with pyoderma gangrenosum¿ (pg). The diagnosis was made on the patient¿s 14th day in the hospital. Patient was started on methylprednisolone and local wound care with tacrolimus. There was rapid improvement and patient was ¿discharged home 7 days after initial treatment with a steroid taper and topical immunosuppressive ointment.¿ wound completely healed in the following months. Three months after original presentation patient ¿was found to be anemic on routine blood testing and subsequently diagnosed with acute myelogenous leukemia (aml).¿ patient was treated with chemotherapy and is in remission. Patient¿s elevated white blood cell count and fevers ¿initially favored an infectious etiology, a misdiagnosis often made.¿ it is noted that pg ¿has been shown to exhibit ¿pathergy¿¿in which minor trauma to local tissue can propagate development of ulceration¿in our case, this is likely the mechanism by which the injection of kybella® initiated this inflammatory cascade.¿ it is additionally postulated that pg ¿may be an autoimmune process¿ given its response to corticosteroids and immunosuppressants. There is a ¿close association between pg and hematological malignancies/myelodysplastic syndrome and there is thought that pg may be a paraneoplastic presentation of another hematopoietic malignancy. Our case may support this argument, as our patient presented with acute myelogenous leukemia (aml) 3 months after [their] initial diagnosis.¿